Manufacturer narrative:
Upon further review, bd has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow on the arctic sun device. They were initiating therapy and was getting 0 flow. The user did not know how to fill reservoir. Ms&s explained that reservoir level has nothing to do with flow rate. They disconnected and reconnected the arctic gel pads with no improvement. Ran diagnostics and the flow was 2 l/m, the inlet pressure was -10 psi and the circulation pump command was in 70% range. Reconnected arctic gel pads, put back into cool mode and the flow was 2.5 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no flow on the arctic sun device. Therapy was initiated and was getting 0 flow. The user did not know how to fill reservoir. Ms&s explained that reservoir level has nothing to do with flow rate. Disconnected and reconnected the arctic gel pads with no improvement. Ran diagnostics and the flow was 2 l/m, the inlet pressure was -10 psi and the circulation pump command was in 70% range. Reconnected arctic gel pads, put back into cool mode and the flow was 2.5 l/m.